Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not communicating with the sensor. The customer reported receiving a lost sensor alarm. The customer also reported a blood glucose of 169 mg/dl at the time of incident. It was also found the customer experienced high blood glucose. The customer also reported their blood glucose was 501 mg/dl. Customer treated their blood glucose with a manual injection. The customer declined to troubleshoot. The customer declined to return the product for analysis.